Manufacturer narrative:
--

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this device was associated with pacing inhibition due to oversensed noise on another manufacturer's right ventricular (rv) pace/sense lead. A boston scientific field representative reported there were two episodes with up to four seconds of pacing inhibition observed during a device check. Noise was initially observed on the shock channel, followed by noise on the pace/sense channel. The episodes occurred overnight, and there were no adverse patient effects. The patient reported sleeping on the side where the device is implanted. The representative reported the device location is very close to the patient's clavicle. Lead impedance measurements for this lead and the patient's rv defibrillation lead were normal and stable. A boston scientific technical services consultant (ts) discussed troubleshooting options. No adverse patient effects were reported, and the device remains implanted and in service.

Event description:
The representative subsequently reported that the patient's physician decreased device sensitivity to eliminate noise oversensing.